Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.